Event description:
It was reported that an arteriotomy closure of a moderately calcified and mildly tortuous common femoral artery was attempted using a proglide device after a percutaneous transluminal angioplasty interventional procedure. Reportedly, when the plunger was depressed, the collar did not meet the body of the device. The plunger was removed and no suture was connected to the needle (cuff miss) and one needle was bent. The foot was parked and the device was removed. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported difficulty deploying the plunger, bent needle and cuff miss/suture retrieval issue was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.